Event description:
It was reported that the patient presented via merlin.net transmission. Upon review of stored egm strips, the device exhibited frequent mode-switch episodes, inappropriate programing, and competitive atrial pacing due to far r wave oversensing. The device was reprogrammed to resolve the issue.